Manufacturer narrative:
Failure (event) observed during analysis. A partial lead measuring 38.6cm was returned for analysis. External insulation abrasions were noted at 1.0-1.3cm, 25.5-25.6cm, and 25.9-26.0cm from the distal cut end, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations. (B)(4). (B)(6).

Event description:
This report is to advise of an event observed during analysis.